Event description:
It was reported that the lead had chronic diminishing r-waves resulting in a low sensing value. The lead sensitivity settings were to be reprogrammed and the lead will be monitored closely. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.